Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('painful periods') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced dysmenorrhoea (seriousness criterion medically significant) and memory impairment ("memory disturbance (excl dementia)"). In (B)(6) 2016, the patient experienced furuncle ("boils under armpits"). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, furuncle and memory impairment had not resolved. The reporter provided no causality assessment for dysmenorrhoea, furuncle and memory impairment with essure. The reporter commented: reporter seriousness for painful periods: medical/ surgical intervention. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('painful periods') in a 44-year-old female patient who had essure (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced dysmenorrhoea (seriousness criterion medically significant) and memory impairment ("memory disturbance (excl dementia)"). In (B)(6) 2016, the patient experienced furuncle ("boils under armpits"). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, furuncle and memory impairment had not resolved. The reporter provided no causality assessment for dysmenorrhoea, furuncle and memory impairment with essure. The reporter commented: reporter seriousness for painful periods: medical/surgical intervention. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc; the batch number was entered 'unknown'. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.